Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 20 retained samples underwent a visual functional test, and all samples passed, showing no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after activating the safety mechanism on one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism detaches from the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after activating the safety mechanism on one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism detaches from the unit. No adverse impact was reported regarding the patient or user.